Event description:
I have bilateral depuy pinnacle hip replacements, one on (B)(6) 2010 and one on (B)(6) 2010, they both have caused metallosis and the alval reaction bilaterally with a lot of damage. I am requiring bilateral revisions of entire implant. This is a bad product and should be recalled like the depuy asr. It is similar in its design and is a metal on metal hip which should be carefully watched. The surgeons nor the company are caring for these pts nor doing the appropriate testing before much damage has already happened. This will explode in the hip industry in the next year or two if something is not done now. Pinnacle pts are being ignored and pushed aside for care.